Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) improper method/operator not trained. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The first and second perclose (12673-03/940226h) are being filed under separate MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: initially the device was reported to have been discarded; however, it was returned for evaluation. Evaluation of the returned device indicated that the suture knot was formed, but remained with the device. The knot was not advanced and a suture break during the knot advancement was not observed as reported. Further inspection revealed that the rail suture end was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. The suture knot was properly formed, but the suture loop remained in the suture bearing, resulting in the suture and its knot being removed with the device. As such, the knot could not be advanced to the arterial surface to close the vessel as intended. Contributing factors for a failure to release the suture loop from the suture bearing included, but not limited to, manufacturing deficiencies, anatomical conditions, deployment technique. The returned condition was consistent with deploying the device outside the artery which could have been due to the physician not being trained in the use of the proglide device. Based on the investigation findings, the probable cause for the failure to release the suture loop from the suture bearing is incorrect technique as the device was deployed outside the artery, resulting in the suture with its knot being removed along with the device. Therefore, the knot could not be advanced to the arterial surface to close the vessel as designed. The instructions for use (IFU), under the caution section, states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Also, the IFU, under the smc device placement section, states, "continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, blood marking will cease or be significantly reduced. If marking does not stop or significantly change, gently adjust the angle of the device to stop blood marking. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited a failure to release the suture loop from the suture bearing as this incident. Overall, in review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, during knot advancement, the suture broke. The same experience occurred for two other proglide devices. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.